Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autoguard yel 24ga x .75in leaked blood. This occurred on 3 occasions. The following information was provided by the initial reporter: material no.: 381412, batch no.: 0132418. It was reported that blood came out from blood control. When customer used third catheter on saline bag, saline dripped out. Per reported: blood came out from 2 each catheters. It appears that the apparatus inside, that usually stops the blood from coming out, is not working. Customer also tried a third one on a saline bag and the saline dripped out as well.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that insyte autoguard yel 24ga x .75in leaked blood. This occurred on 3 occasions. The following information was provided by the initial reporter: material no.: 381412 batch no.: 0132418. It was reported that blood came out from blood control. When customer used third catheter on saline bag, saline dripped out. Per reported: blood came out from 2 each catheters. It appears that the apparatus inside, that usually stops the blood from coming out, is not working. Customer also tried a third one on a saline bag and the saline dripped out as well.